Manufacturer narrative:
H10: one used sample of product code 2c8537 was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing which revealed a leak in the gland of the third y-site clearlink. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from the y-port. The leak was observed during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: (B)(4). Catalogue # - potential product codes are 2c8537 or 2r8486. Lot # - a potential lot number is r21d13067. Manufacturing facility-this device was manufactured at one of the two following manufacturing sites: baxter healthcare - (B)(4). Or baxter healthcare - (B)(4). PMA/510k # or bla # - potential 510k number is k161808 or k961225. Should additional relevant information become available, a supplemental report will be submitted.